Manufacturer narrative:
Investigation summary: this investigation was performed on defect trend data, complaint trend data, device history record (DHR) review, servicemax review, and risk analysis (ra) review. The fse reported that the type of fluid could not be determined (it did not spray). The source of the leak could not be determined. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak. The reported complaint was confirmed. Based on the obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The fse reported that the type of fluid could not be determined (it did not spray). The source of the leak could not be determined. Complaints received for this device and reported condition, will continue to be tracked and trended. Information will be captured on trend reports and monitored. No additional escalations required at this time. Root cause description: unknown, the source of the leak could not be determined.

Event description:
It was reported that during use with a bd lsrfortessa x-20 so waste leakage occurred outside of instrument. The following information was provided by the initial reporter: leakage from back panel. The leakage was not contained within the instrument in a customer accessible location. The type of fluid could not be determined (it did not spray). The source of the leak could not be determined. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak. Response from fse: is it known by now what was the fluid that leaked? Contaminated pbs (waste). Was the waste mixed with decontamination or bleach? Not mixed with bleach. No spray or fluid under pressure. The customer was not exposed to blood or bodily fluids. There was no physical harm to the customer as a result of the leak.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd lsrfortessa x-20 so waste leakage occurred outside of instrument. The following information was provided by the initial reporter: leakage from back panel. The leakage was not contained within the instrument in a customer accessible location. The type of fluid could not be determined (it did not spray). The source of the leak could not be determined. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak. Response from fse: is it known by now what was the fluid that leaked? Contaminated pbs (waste). Was the waste mixed with decontamination or bleach? Not mixed with bleach. No spray or fluid under pressure. The customer was not exposed to blood or bodily fluids. There was no physical harm to the customer as a result of the leak.